Event description:
It was reported that when the catheter was split at the top, one side would shear off making it difficult to remove the catheter. The catheter was not used. No patient complications have been reported as a result of this event.